Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited high capture threshold. Lead revision was discussed, but not performed. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, h6

Event description:
New information indicates that the right ventricular lead was repositioned on (B)(6) 2022. The patient was stable.